Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, when the doctor fired the staple and checked the place where the device was fired, there were no staples at certain parts. The doctor checked the device and the staple was not there. It looks like the device had no staple at certain parts from the beginning. The doctor reinforced the rectum with suturing and the procedure was done well. There were no adverse consequences for the patient.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 ruptured during patient use. The device was infusing an unknown patient with a solution of 600 milligrams tobramycin in 120 milliliters 0.9% nacl when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient developed an infection in the right knee. The surgeon removed the articular surface and washed the joint with antibiotic solution then replaced it with a new articular surface.

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation; however, ruptured reservoir is a known failure mode. The root cause investigation is in progress.